Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was oversensing atrial events on the ventricular channel. Technical services (ts) noted that the signal appeared to come in before any cross chamber blanking and recommended programming changes. No adverse patient effects were reported. This crt-d remains in service.